Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: cardiac cath lab manager. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that the dilator/arteriotomy locator was difficult to detach from the sheath. The device would not separate from the sheath in a normal fashion by hand so the physician had to use forceps to detach. The device was used with no issues post dilator detachment. Procedure sheath size used is unknown. Unknown if a pre-deployment angiogram was performed. There was audible click on mating. There was tactile feedback after mating. Unknown if the user had difficulty inserting the locator into the hub. The locator did not separate after mating with the hub. The locator was tighter than usual. No premature separation occurred. The patient was stable.